Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 470mg/dl. The customer's most current level was 427mg/dl. The customer has been treating with pump and pens. The customer states they would be monitoring their blood glucose levels and if they did not go down, they were advised to go to the emergency room. No further assistance provided at this time.